Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported an air detected in the cassette alarm during drain 4 of 4. The patient was unable to get past the alarm, and cancelled therapy. While cancelling out treatment the patient noted a fluid leak in the cassette door. A follow up call was made to the patient's nurse who reported that there has been no patient injury related to the fluid leak and the patient has not been provided with antibiotics. The set was discarded.